Event description:
It was reported that the patient had a ventricular tachycardia storm and the implantable cardioverter defibrillator exhausted therapies without converting. The rate would slow down and speed up and device would diagnose and deliver all therapies again. The device was explanted and replaced. The patient was in stable condition throughout.

Manufacturer narrative:
The reported field event of inadequate hv output was not confirmed. The device was tested on the bench and the device¿s high voltage output was found to be normal.